Manufacturer narrative:
Evaluation summary: the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
According to the reporter, during a laparotomy procedure, the distal staple line was incomplete, the reload was only fired partially. A surgical intervention was needed - another reload was required to resect an additional portion of the bowel to create the anastomosis. There was a temporary injury involving tissue loss and tissue damage. The patient outcome and status were not provided.